Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The computed tomography (CT) imaging showed that the closure device was well positioned. Sixteen (16) months post procedure the patient experienced a cerebral vascular accident. CT imaging two (2) days later showed a device shift and a peri-device leak. The physician restarted the patient on eliquis in response to this event. A follow up appointment is scheduled in four (4) months. The patient has since been discharged home.